Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot # c1687920 returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2021. Kink was observed on the 2nd, 3rd and 5th porthole on the tapered end. A 0.035 inch wire guide does not pass the kinks. Document review including IFU review: prior to distribution zebd-7-7 devices are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1687920 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1687920 as per the instructions for use, ifu0045-7, which accompanies this device: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. It also states: ¿note: care must be exercised when straightening pigtail curl in order to avoid kinking or breaking catheter.¿ there is not sufficient evidence to suggest that the user did not follow the instructions for use. It should be noted that according to the information reported, the device was attempted to be used despite the kink observed prior to use and consequently the extent of the damage to the stent would have been exaggerated during the subsequent attempts at straightening and loading the stent. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transport/storage. According to the initial report and additional information, the nurse found the kink on the stent while opening the package. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was evaluated on the 29-jan-2021, this supplement report is being submitted to include this information within section d and h.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted o include the investigation conclusions.

Event description:
Pigtail prosthesis out of its packaging, positioning sleeve mobilized to introduce the prosthesis (conical tip side towards the patient first on the guide wire) difficulties in mobilizing the positioning sleeve tries to introduce the guide wire: failure despite the correct positioning of the sheath and stent the endoprosthesis was "bent" impossible to introduce anything not even a flexible guide wire decision to change prosthesis after multiple trials. "As per cc form": when the nurse opened the package of the stent, she noted that the stent was kinked. She tried to use it but without success : impossible to enter the wire guide. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence please indicate where the device was stored prior to use: in a box in reserve of surgical room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?: wire guide jagwire 035 260 cm. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed: not concerned. Was the wire guide inspected for damage prior to use? Yes: no damage. Was the device at the centre of the complaint inspected for damage prior to use? Yes: the device was kinked. Did the patient involved exhibit altered anatomy or tortuous anatomy? Nc. If not with the device in question, how was the procedure finished? With another zebd-7-7. Is the patient known to be covid-19 positive? No.